Event description:
During left heart catheterization, merge reported "nc" inaccurate heart rate, patient placed on anesthesia monitor for backup hemodynamics monitoring. Manufacturer response for merge software, merge hemo (per site reporter). Ongoing vendor troubleshooting.